Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2023, the infusion set's tubing detached from the connector. Therefore, the patient's blood glucose level was 49 mg/dl at the time of this event. So, the patient consumed carbohydrates. Moreover, the infusion set had been used for 24 hours. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.